Event description:
Major pump unit(s) involved: device thrombosis. Specific component(s) involved: other component malfunction, specify.

Event description:
Major pump unit(s) involved: device thrombosis. Additional text: bivad with thrombin, or for exchange. Specific component(s) involved: other component malfunction, specify. Other component: bilat pumps. Causative or contributing factor: no specific contributing cause identified. Intervention(s): replacement of pump. Implant device type: both (in the same or visit). Malfunction device type: both (in the same or visit).